Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure, the working length of the device was twisted and, when the device was bowed, it bowed off at an angle (out of plane with the catheter). In addition, the sphincterotome had an incorrect orientation; the tip of the device was orientated to the right of the desired position. No visible damage was noted to the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The condition of the patient following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, during the procedure, the working length of the device was twisted and, when the device was bowed, it bowed off at an angle (out of plane with the catheter). In addition, the sphincterotome had an incorrect orientation; the tip of the device was orientated to the right of the desired position. No visible damage was noted to the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The condition of the patient following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. A functional evaluation found that the device failed to bow due to the twisted working length. The device working length coiled instead of the tensile force traveling evenly through the device, thus preventing the wire from bowing. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The most probable root cause classification is undeterminable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.